Event description:
It was reported that the device was getting an impedance or temperature reading when on pt. The procedure had to be postponed. The pt was under local anesthetic. There were no adverse consequences and no medical intervention required. It was later reported that the account was using the wrong probes on the unit. Once the correct probes were used the device worked without any problems.

Manufacturer narrative:
The device will not be returned to the MFR for eval.